Event description:
Per communication: dear sir or madam, I, have owned my rollator for over three years, and depend on it for help to get around. For the most part, except for having to replace the brake mechanisms twice, it has been ok. Recently, I was in our garage and sat down on the seat as I have done many times with no problem. I was sitting on a flat, level surface, not moving, when suddenly it went over on the right side, and I fell on the floor jamming the hand grip into my hip, and wrenching my back. Thankfully I did not break anything, but it surely aggravated my existing conditions. I have attached photos of the two braces that broke, and as you can see the breaks are so clean, it looks almost like they could have been cut with a saw. While I am not a small person, I weigh much less than the (B)(6) pound weight limit as posted on the unit and I was not putting any undo stress on it, just sitting still. Please review this information and e-mail me with your response. My main concern is if this is a design flaw someone could be hurt seriously and I feel that at least I deserve a replacement. Sincerely, (B)(6). (B)(6) 2014 (B)(4) customer updated today: I have not seen my physician, and have no plans to do so at this point unless the discomfort continues; while I am still sore, I feel there is no serious injury.